Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis was unable to reproduce the clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed and resulted in an inappropriate shocks. An untreated episode was also noted. The shock impedance was high but remained within range. The vector was reprogrammed to secondary to mitigate the inappropriate shocks. Subsequently, additional inappropriate shocks were delivered in secondary vector. The system was explanted and not replaced. No adverse patient effects were reported.